Manufacturer narrative:
(B)(4).

Event description:
It was reported that several ventricular fibrillation episodes were observed due to noise. The lead will be replaced. The patient was stable. No further information is available.

Event description:
New information received indicated that the event was discovered when the patient presented for a normal device change out procedure in clinic. The patient did not receive any shocks due to noise. The lead was capped and replaced.